Event description:
It was reported that the vns patient passed away. The cause of death and its relationship to vns are unknown. No further information relevant to the event has been provided to date.

Event description:
Attempts made for additional relevant information regarding patient's death were unsuccessful. A copy of the death certificate could not be obtained as the state only issues death certificates to immediate family members. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep.